Manufacturer narrative:
Additional information received on 28 march 2016 and includes: the surgeon removed the size 0 head and replaced it with a size +10.5 head. The head was the only part that was revised. The surgery was completed successfully. No explants are available. Batch review performed on 30 march 2016. Lot 130605: (B)(4) items manufactured and released on 26 april 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. (B)(4). On 31 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: femoral revision of tha 2 years after primary. According to report, the surgeon thinks that the pain is originated by an undersized stem. The pre-revision x-ray is very hard to read but it looks compatible with such opinion, hence we have no reason to suspect that the cause for this problem derived from a faulty device. Not explanted.

Event description:
Patient came in complaining of pain due to stem subsiding. The surgeon planned a revision. The surgeon felt that he had used the incorrect size stem during the primary surgery.

Manufacturer narrative:
On 01 june 2016 it was prepared a final report with the information already submitted in the initial report.on 07 june 2016 the report was sent to the initial reporter and the case was closed.